Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedural femoral angiogram revealed no presence of calcium or peripheral vascular disease (pvd). The patient's bp was 137/84 peri-procedure. Following the procedure, the radiology technologist (rt) who is in training to the mynx device, with the clinical specialist present, used the mynx to close the access site. It was reported that the rt inserted the catheter and inflated the balloon. When the rt pulled the sheath back, the sealant and the advancer tube were visualized outside of the patient's body. The rt deflated the balloon and removed the device. The patient was converted to 20 minutes of manual compression which achieved successful hemostasis. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle with the sealant sleeve in the manufacturing position. The sealant was located inside the procedure sheath. Shuttle down procedure was simulated and the advancer tube locked as intended. The catheter shaft and shuttle cartridge were inspected for presence of kinks and deformity that may have obstructed the device path during deployment, however no anomalies were found. Based on the provided information and the investigation performed, the root cause of the reported failure to deploy could not be determined. The review of the lhr (lot f1102601) indicated that the mynx device met all established performance criteria prior to shipment.